Manufacturer narrative:
Evaluation of the device indicated that the reported problem was caused by intermittent connection in u25 of the defib board. When the u25 was tapped. The defib comm error ceased. Evaluation summary for 1418729-2006-00011 follow-up #1. Evaluation of the device indicated that the reported problem was caused by intermittent connection in u25 of the defib board. When the u25 was tapped, the defib comm error ceased. The device was investigated per our internal procedures which were specifically developed to investigate the "defib comm error." After performing the procedure, the "defib comm error" cleared and could not be reproduced. The device was tested and found to perform in accordance with it specifications.

Event description:
During morning check, device displayed defib comm error. This would prevent shocking a pt. There was no patient involvement.